Event description:
Pt developed morbiliform rash about 4 days after cardiac stent was implanted and plavix 75 mg qd po was started. Rash was extensive: chest/ back/buttocks/legs and positive puritis. Pt was treated with prednisone, benadryl and "trimicancone" creme. As of today, improving but not totally gone. Stent in proximal circumflex.